Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709, serial#: (B)(4), implanted: (B)(6) 2002, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative on (B)(6) 2017 regarding a patient receiving bupivacaine (3 mg/ml at 0.2003 mg/day) and dilaudid (12 mg/ml at 0.801 mg/day) via an implanted infusion pump. The indications for use included malignant pain in the spine/back. It was reported that the patient was undergoing a pump revision for normal elective replacement indicator (eri), but the physician was unable to aspirate the catheter. He reportedly decided to implant a new catheter, and the old catheter was replaced. A priming bolus of 0.391 ml was calculated based on a total catheter volume of 0.251 ml plus a pump tubing volume of 0.14 ml. No patient symptoms were reported and no further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a manufacturer representative on 2017-jul-26. It was reported that the cause of the inability to aspirate the catheter was unknown. The patient's weight at the time of the event was unknown, and the pump and catheter would not be returned to the manufacturer.